Event description:
It was reported that the insulin pump alarmed weak battery and then the display went blank. The customer's blood glucose was 260 mg/dl which was treated with manual injection. Troubleshooting was performed and the display did return for a short while, but the device turned off again. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.